Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on mobile power unit (mpu) at night and it stopped working while patient was attached. Patient was placed on batteries, temporary loaner given from office, mpu troubleshooted in office but unable to restore power to device.

Manufacturer narrative:
Section d6a: date of implant inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of the mpu stopped working was confirmed during analysis. The problem was isolated to insufficient solder joints on inductor l4 on the power supply pcb (printed circuit board) resulting in a compromised/intermittent electrical connection.. The power supply pcb was replaced, a full functional test was performed and the (B)(6) passed all test steps. The mpu was returned to the customer site. A corrective action has been initiated to investigate further and address this issue. Incidental findings were also found. The suspected power supply sn (B)(6) was visually inspected. Visual inspection revealed insufficient/poor solder joints on inductor l4. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) describes all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.